Event description:
Customer reported via phone call, that the customer's insulin pump is not delivering insulin. The customer stated that they have been experiencing high blood glucose levels and almost went in to diabetic ketoacidosis. No significant event leading up to the event were mentioned. Unable to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.